Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, the stent embolized inside the guide catheter. The physician encountered difficulty attempting to deliver a taxus express2 drug eluting stent to a moderately calcified 90% lesion in the mid-rca that had been predilated. Resistance was noted upon removal of the device. A total of 3 taxus express2 stents were placed overlapping during the procedure. It is unknown at what point in the procedure the taxus express2 2.5 x 20 mm otw drug eluting stent dislodged. There was an apparent dissection during the procedure, but when this occurred is unknown. The dislodged taxus express2 drug eluting stent was found inside the guide catheter. The pt is reported to be satisfactory following the procedure.